Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Chole, the device would not fire the first two times. The third firing the device fired and the jaws did not return to original pre-firing position. There was no patient consequence.